Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt is bilaterally implanted. She has a c40+ device in her right ear (implanted (B)(6) 2003), and uses currently opus 2 processors, bilaterally. The pt receives excellent open set speech discrimination with her right implant. The shocking sensations have never occurred during normal use outside of the clinic. Upon discussion with the pt, she reported that she has been experiencing a brief "shocking" sensation every few days over the past week. She reports that it doesn't seem to be related to loud noises in the environment. She also reported that the "shocking" sensation is occurring in both ears, although not at the same time. She describes the "shocking" as a sharp pain in her ear. Her equipment appeared to be functioning appropriately. During integrity testing at 230ua the pt immediately began to cry and complained that the sound was painfully loud and 'shocking'. Testing was aborted. After discussion with the pt, it was determined to try integrity testing at 80 and 150ua. There were no painful loud or shocking sensations. No obvious fluctuations in single electrode recordings were observed and no hi channels either.